Event description:
The diagnostic catheter was defective out of the package. A portion of the catheter is flattened and would not allow for a wire to pass. The catheter was removed and replaced with no harm to the patient. Manufacturer response for diagnostic peripheral catheters, non-standard 5fr proforma 125cm bernstein .038 (per site reporter).